Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No moisture damage noted on the electronics assembly. The insulin pump passed displacement test, rewind test, basic occlusion test, self-test and a21 error test. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump had severely scratched display window, cracked battery tube thread, cracked reservoir tube lip, missing the end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that the insulin was squirting out during manual prime process. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer stated that there was no gap between the piston and reservoir stopper. The customer stated that they were stuck in prime loop. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.